Manufacturer narrative:
No medical records were provided to the manufacturer. Images were provided. The lot number for the device was provided. The device history records and image are currently under review. The sample was not returned to the manufacturer for inspection/evaluation. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during a stent deployment procedure intended for the isr in the cephalic arch with access through brachiocephalic arteriovenous fistula, the stent successfully deployed; however, it allegedly failed to expand. Reportedly, the stent was removed from the patient and another device was used to complete the procedure. There was no reported patient injury.

Event description:
It was reported that during a stent deployment procedure intended for the isr in the cephalic arch with access through brachiocephalic arteriovenous fistula, the stent successfully deployed; however, it allegedly failed to expand. Reportedly, the stent was removed from the patient and another device was used to complete the procedure. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: based on the available information and the investigation performed, there is no indication that the product failed to meet its specification prior to shipment. The lot records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. The review shows that no remarkable incidents occurred during the manufacturing process. No relevant manufacturing process changes were implemented, that could have led to the event reported. Investigation summary:based on the provided x-ray images a device deficiency could not be identified. The x-ray images show several steps of the procedure and three stents placed in the area of the shoulder joint. However, a clear identification of the placed stents was not possible due to poor resolution of the provided images. The investigation will be closed with inconclusive result. No indication was found for manufacturing related issues. As a result of the investigation performed and due to poor image resolution the complaint is inconclusive. A definite root cause for the reported event could not be determined. Labeling review:in reviewing the labeling supplied with this product it was found that the instructions for use (IFU) sufficiently address the potential risks. Regarding preparation of the treatment site the IFU states: "pre-dilate the lesion and confirm that the stenosed lumen can be dilated to the desired diameter." Furthermore, the IFU states "post dilate the stent graft with an angioplasty balloon sized appropriately as to ensure complete wall apposition to the reference vessel."